Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Plaintiff alleges rejuvenate hip implanted on (B)(6) 2011 caused extreme pain and clicking noises. He required revision surgery on (B)(6) 2013. This report regards the second revision surgery required in (B)(6) 2015.